Manufacturer narrative:
Method: no sample received for evaluation and investigation. As no lot number was provided, the device history record and lot history cannot be reviewed. The directions for use (dfu) (1307122, rev. A) provide cautions that states "do not cut or forcefully remove the catheter." Results: without the actual product or a lot number, a complete analysis cannot be conducted. If additional information pertinent to this complaint or sample is received, a follow-up report will be filed.

Event description:
Procedure: peri-vaginal defect repair. Cathplace: dual, abdomen, extra peritoneal. Surgery date: (B)(6), 2011. Surgeon called hotline to report that one of the catheters was cut with scissors during removal by rn and is retained in the patient's abdomen. Although CT scan and ultrasound showed no catheter, surgeon and patient know catheter fragment is in the patient because when the catheter was cut, the remainder retracted into the patient's body. Surgeon plans to attempt removal of the catheter fragment once the patient has had 6 weeks to heal. Patient is stable. Date of event: (B)(6), 2011.